Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent move on balloon occurred. The 80% stenosed, 12mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00x20mm synergy drug eluting stent was advanced for treatment. However, when the device was being put down the artery the stent seemed to be loose on the balloon. It then started to come off so the physician decided to remove the device from the body before the stent came off all the way from the delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.